Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given glucagon to treat and was disconnected from the pump. The customer experienced symptoms such as being unresponsive and diabetic shock. The customer was wearing the insulin pump during the incident. The customer felt the pump was giving too much insulin or the settings were to blame. Troubleshooting was not completed. The insulin pump and reservoir will not be returned for analysis.